Manufacturer narrative:
The investigation is ongoing. Na.

Event description:
There was an allegation of questionable elecsys troponin hs t stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was 0.566 ng/ml. It is unknown if this result was reported outside of the laboratory. The patient had a second sample collected the next day and the result was 6.610 ng/ml. The difference in the results prompted the customer to repeat the first sample. On (B)(6) 2023 the repeat result of the first sample was 7.350 ng/ml. The analyzer serial number is 1071-01.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.